Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the instrument was not following the surgeon's movements and moved on its own, despite the tie rods were properly positioned. The procedure was completed with no reported injury. Intuitive obtained the following information: the reporter confirmed that the issue was that the instrument was not following the surgeon's movements, but moved on its own. There was no harm or injury to the patient because of the issue. There was no delay. No fragments fell inside the patient. The surgery was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.